Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be 532.8mg/dl. The customer's most current level was reported to be 374.4mg/dl. It was reported that the customer treated with manual injections. Troubleshoot was conducted. It was reported that the pump was operating as designed. It was reported that the customer would be sent tubing clamps to conduct high pressure testing.